Manufacturer narrative:
The initial MDR 2247117-2016-00057 was filed on september 20, 2016. Additional information (09/01/2016): a siemens customer service engineer re-visited the customer site and installed the new grounding brushes, which resolved the issue.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse determined that the sample carousel grounding was not meeting specifications. The cse removed the sample carousel and cleaned both the grounding brush and sample carousel grounding track. The cse refitted the carousel and rechecked the grounding and the ground resistance was acceptable. The cause of the discordant shbg results on multiple patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
On (B)(6) 2016, discordant sex hormone-binding globulin (shbg) results were obtained on patient samples on an immulite 2000 xpi instrument. The discordant results were reported to the physician(s). On (B)(6) 2016, two of the results reported on (B)(6) 2016 were questioned by a physician. Both these samples were initially falsely low and repeated normal on the same instrument. The corrected results were reported to the physician(s). The customer performed a look-back for all the patient samples that were run and reported on (B)(6) 2016. The customer determined that additional discordant shbg results were obtained on patient samples. The samples were repeated on the same instrument, resulting different than the initial results. It is unknown which repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant shbg results.